Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2017, due to recurrent extrusion of the receiver stimulator. It was reported that prior to explantation, the patient underwent multiple surgical procedures in attempt to close the wound; however, the issue could not be resolved. This report is submitted june 8, 2017.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced extrusion of the electrode array subsequent to sustaining a head trauma. The patient developed swelling and pain at the implant site and was treated with antibiotics (type and duration not reported); however, the issue was not resolved. Subsequently, the patient developed sepsis at the implant site. Revision surgery is planned, however has yet to take place as of the date of this report, (B)(4) 2015.

Manufacturer narrative:
This report is submitted on (B)(6) 2017.